Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom false detection of a loaded set. Eval found that when loading a set the device recognized the set in load points #2, #3, and #4, when the tubing had not yet been loaded in points #3 and #4. Eval determined the cause to be a failed downstream sensor. The downstream sensor and pusher were replaced to correct this condition.

Event description:
It was reported that a spectrum pump detected a loaded set in guide points #3 and #4 when there was not a set loaded. It was reported that this occurred during therapy but that there was no pt injury.